Event description:
It was reported that the touchscreen of the pump was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support decided to replace the malfunctioning pump, and the customer reverted to using multiple daily injections to manage insulin delivery. The customer was informed about receiving a replacement pump with updated software, provided with necessary instructions, and instructed to return the damaged device to tandem.